Event description:
In 2009, the pt reported that on the morning of the day before, he had an elevated blood glucose reading of 600 mg/dl. He went to the doctor where his blood glucose was 299 mg/dl so his doctor admitted him to the hospital. Once at the hospital, his insulin infusion device was removed. His current blood glucose is 87mg/dl. He call was disconnected and the pt was unable to be contacted at that time. On the next day, the pt called back for assistance in programming his basal rates into his device and said he is still in the hospital. He said on the day prior to original date, his blood glucose was 568 mg/dl in the morning and he bolused 25 units of insulin. At 12pm, it was 299 mg/dl. And he again bolused 25 units of insulin. He was admitted to the hospital at 4pm with a reading of 78 mg/dl. He stated he removed the battery from his device while in the hospital to stop it form beeping and said this "cleared" his basal rates from the device. He said he changed his infusion set the morning of the same day. He perspires a lot and uses tegaderm dressing. He stated he changes his infusion set every 2 days. A courtesy guide to infusion site management was sent to the pt. He said his most recent blood glucose reading is 140 mg/dl with his target range being 100-120 mg/dl. Product was replaced and requested to be returned for eval.